Event description:
It was reported that the wake button was stuck. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.